Manufacturer narrative:
Complaint confirmed. Visual evaluation of the returned ar-9145-36 revealed that the device had sheared off at the second, proximal thread prior to receipt for investigation. The most likely cause of this event is not implanting the screw coaxial to the hole, or bending/prying/leveraging the screw during insertion.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a rtsa procedure, the peripheral locking screw, ar-9145-36, broke during insertion into the glenoid baseplate. What was left of the screw in the glenoid was left in order to not fracture the glenoid. The broken piece was secured in the baseplate.